Event description:
It was reported that the left ventricular [lv] lead has had gradually increasing impedance measurements. It was also reported that an x-ray showed a potential lead fracture. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.